Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown unk - screw/unknown lot number. Original implant date sometime in 2014. Device is not expected to be returned for manufacturer review/investigation. (B)(4) patient needing revision surgery. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent explantation of a trochanteric fixation nail (tfn) due to pain and infection. The patient fractured her right hip and was implanted with a tfn, lag screw and locking bolt in 2014. Subsequently, she experienced pain, redness of her hip and infection. On (B)(6) 2016 the tfn, lag screw and locking bolt were explanted and antibiotic beads were implanted. The devices were removed intact. There was no reported surgical delay and the procedure was successfully completed. The patient was not revised to another device. This report is 3 of 3 for (B)(4).